Event description:
Customer called to report that insulin pump was not delivering the insulin. The blood glucose reading is 441 mg/dl. Customer treated with manual injections. Customer stated that she was hospitalized in march 2013 due to low blood glucose that led up to a seizure. There was a second hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 52 mg/dl. Customer was treated with glucose tablets. Customer experienced low blood glucose off and on. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.